Event description:
Complainant alleged that during a routine shift check by a clinician, the multifunction cable caused the defibrillator to fail the defibrillation self test. The customer indicated that they would not be returning the multifunction cable for evaluation. Instead they intend to replace the multifunction cable. The complainant indicated that there was no patient involvement in the reported failure.